Event description:
It was reported that during a tubular gastroplasty procedure, when the surgeon began to re-cut the stomach, he realized after firing that the device was too hard to use. At the 4th firing, the staples were malformed and the pt suffered a bleed. They had to stop it, making reforce suture and use another device. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. The analysis found that one ec60 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were completed and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.